Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not form properly and difficulties were experienced removing the instrument from the application site. The surgeon manually manipulated the device free without incident and sutured the vaginal cuff.